Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 367 (mg/dl). The customer state they were unsure of the cause of the elevated bg level. A correction bolus was delivered to address bg level. A partial system check was performed with tandem's customer technical support and no issues were found. Cts was unable to complete troubleshooting as the customer became irate and declined to complete further troubleshooting.